Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced leakage at site issue on (B)(6) 2024 which leads to high blood glucose levels. The patient reported that they smelled and felt insulin around the infusion set site.